Event description:
One pt sample with discrepant magnesium results. Initial result gave 2.6 mg/dl; repeat gave 1.4mg/dl. Erroneous result was not reported. The field service rep was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.